Event description:
On (B)(6) 2015, the reporter contacted animas alleging an air bubbles issue with the cartridge. It was noted that the patient was not using the correct fill technique for the cartridge. The patient reportedly experienced a blood glucose (bg) measurement in the range of 16 to 19 mmol/l with symptoms of extreme drowsiness, extreme thirst and had a headache. The patient reportedly did not require medical intervention and the patient remained on insulin pump therapy. This complaint is being reported because the patient experienced an adverse event. Use error was a contributing factor to the reported incident for the reasons noted above.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.